Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. On the day of diagnosis, the patient was hospitalized for the hernia event. On an unreported date, dianeal therapy was stopped. After four days of hospitalization, the patient was discharged. The patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.